Manufacturer narrative:
Date of event is estimated. It was reported to abbot x-ray showed the patient¿s leads of their lumbar system had migrated. The patient underwent a revision where both leads were replaced. It was noticed the suture holes of the ipg had split. As such, the ipg was also explanted and replaced. No complications occurred. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that both leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. During surgery, it was noticed that the ipg header had split from the suture rings. The ipg was explanted and replaced. Effective therapy was restored post operatively.